Manufacturer narrative:
One device was returned for evaluation. The result of the investigation is confirmed for the failure to cross the lesion issue reported. The definitive root cause for the reported failure to cross the lesion issue could not be determined based upon available information. The evaluation observed two kinks and a number of bends on the shaft. As it was reported that the catheter allegedly failed to cross a calcified and occluded right anterior tibial artery lesion, patient factors may have been the likely issue that contributed in the reported event and the catheter kinks. It is unlikely that the kinks are manufacturing related as a 100% visual inspection for catheter kinks is performed. The manufacturing documentation was reviewed and shows no anomalies with the manufacture of this lot to suggest a product issue. Finally it is unknown whether handling or procedural techniques contributed to the reported event. The device is labeled for single use.

Event description:
This report summarizes one malfunction . A review of the reported information indicated that model 425-3006x sleek rx pta catheter allegedly failed to cross the lesion in a calcified and occluded anterior tibial artery. This malfunction involved one patient with no reported patient injury. This information was received from one source. The patients age, weight, and gender were not reported.